Manufacturer narrative:
The distributor performed the evaluation and any necessary repairs.

Event description:
It was reported by the distributor that the left siderail was broken, resulting in a possible false latching situation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.